Event description:
During knee arthroscopy, a possible tooth from the shaver was missing from the shaver at the end of the procedure. The surgeon was notified and an x-ray was taken. No evidence of the tooth in the knee was observed on the x-ray. The shaver was a re-processed piece of equipment by ascent.